Manufacturer narrative:
Correction: incorrect lot number reported originally. Lot number corrected to be 213134047 (manufactured 14-apr-2017), with expiration date of 31-mar-2020. Device evaluation summary: the device was returned in the amphirion pouch and hoop. The device was found broken on the balloon proximal welding. Traces of blood were detected on the balloon and on the shaft. The outer shaft was broken close to the balloon welding and the balloon was overturned in correspondence of the distal tip. Guide wire passage failed due to the guide wire stretched on the distal part. No other abnormalities detected on the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep pta balloon catheter for the treatment of a slightly calcified lesion in the left tibial artery. No abnormalities were noted in relation to patient anatomy. IFU was followed. Embolic protection was not used. It is reported that physician experienced difficulties when removing the balloon following balloon inflation. It is reported that excessive force was required to remove the device. Following removal, the physician felt that something was ¿stuck¿. The balloon was observed to be stripped after removal (the inside of the balloon was turned over and peeled off). No fragment of the balloon was left in the patient. Procedure completed with this device. No patient injury reported.